Event description:
It was reported that the battery tray of the external pulse generator (epg) was open and would not close. The product has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the battery tray of the external pulse generator was open and would not close. It was noted that the eject button and battery drawer were both contaminated. It was noted that the output connector assembly, hanger assembly and lower case were all broken. It was noted that the encoder assembly, one knob and one case screw were contaminated. It was noted that the upper case was dented and the main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.